Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented to the emergency room with symptoms characteristic of high-output pacing. Interrogation found that the right ventricular (rv) lead had lost capture and was not sensing. It was determined that the rv lead had dislodged and pulled back to the superior vena cava. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.